Event description:
The customer alleged that she performed control tests and received results that were 50 mg/dl high, out of specification. She did not provide the actual results. While customer service was attempting to get more customer and product information, the customer ended the call. Customer service did not have the customer's name or phone number, so it was not possible to contact her.

Manufacturer narrative:
It's not possible to determine a manufacture date without a meter serial number.